Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During laparoscopic cholecystectomy, the shaft of the surgiwand melted and the metal part of l hook was exposed. Due to the issue, the surface of the liver was slightly coagulated. However, the surgeon determined it was not problem as such coagulation can occur usually. In the same operation, endoclip, was not loaded properly and no clip came out of the jaws. New devices were opened to complete the procedure. No injury to the patient.

Manufacturer narrative:
Correction: additional information :evaluation summary post market vigilance (pmv) led an evaluation of one device. The distal end of the sleeve was observed to be burnt and charred away. Distal end of shaft of device was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the l-hook tip is bent out of alignment and makes contact with the sheath of the device. Replication of the observed damage may occur if the instrument is used improperly. The instructions for use for this product states: when using electro cautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.